Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic into the patient's left eye. After lens insertion, the surgeon used a ocular response analyzer and got a different ora reading. The surgeon changed his mind, decided to remove the lens and implanted a non-staar lens. There were no issues with the device. There was no patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Evaluation codes: method - lens work order search. Results - visual inspection of the returned product found the optic cut in half. Pieces of the optic and haptic are torn off and missing. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, it has been determined that the root cause of this event was not lens related but due to surgeon's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).